Manufacturer narrative:
As reported, the balloon of a mynx control venous vascular closure device (vcd) burst during deployment. There was no reported patient injury. The technician deploying the device was certified and very experienced. There's a possibility the technician inflated the balloon too quickly through a lot of force on the inflation syringe or the balloon may have caught on calcium. The user was trained on the device. The device was prepped and stored per the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. The balloon lost pressure upon inflation at the first stop. Hemostasis was achieved with manual compression. The device was not returned for analysis. The product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, handling factors, access site vessel factors and/or concomitant device factors are likely since excessive handling, calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a mynx vascular closure device (vcd) burst during deployment. There was no reported patient injury. The technician deploying the device was certified and very experienced. There's a possibility the technician inflated the balloon too quickly through a lot of force on the inflation syringe or the balloon may have caught on calcium. The user was trained on the device. The device was prepped and stored per the instructions for use. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. The balloon lost pressure upon inflation at the first stop. Hemostasis was achieved with manual compression. The device will not be returned for evaluation.